Event description:
A 22 gauge insyte catheter was placed in a child in or. They attempted to flush the catheter several times, when the nurse noticed fluid leaking down the child's arm. The catheter was found to have broken off the base of the adapter and embolized in the child's arm. The cutdown was performed and the catheter piece was retrieved. No patient harm resulted from the incident.